Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) lead displayed high out of range impedance measurements. The pacing threshold measurements were also high. A chest x-ray showed a possible lead dislodgment. A revision procedure will be performed in the near future. No adverse patient effects were reported. Additional information was received that a revision procedure was performed. Upon removing the device from the pocket, a tug test was performed on this rv lead and the lead immediately slid out of the device header which indicated a possible loose set screw. The lead was tested with the psa and tested normally. This lead was reconnected to the associated device and it performed well. This lead and associated device were fully reconnected and sutured into place. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.